Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without any prior low battery alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that power failed and wasn't showing data and never experienced it and did it again today and put in a new battery in today. The customer also had low reservoir and bad battery alarm. The customer put in brand new battery and took it and tried again today and wouldn't take it. Blood glucose was around 120 to 126mg/dl. The customer had already cleared the failed battery alarm and placed in new working battery. A replacement battery cap will be sent to the customer. The customer was advised to call back if the new battery does not resolve the issue. The insulin pump will not be returned for analysis.